Event description:
Pt. Underwent taproscopic roux-on-y weight loss surgery in 2005. Because of misfiring/malfunction of gi-45 laparoscopic stapler, multiple leaks were found at the anastomosis site. Pt required open procedure to repair. Pt was readmitted the following day with anastomofic leak, requiring additional surgery and hosp core.